Manufacturer narrative:
At this time, the lead will not be returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing impedance measurements and high pacing threshold measurements. The device had subsequently been programmed to aair. A surgical revision was performed and the lead was abandoned surgically. No additional adverse patient effects were reported.